Event description:
The device was used during a colon resection procedure. Reportedly, the staple line was incomplete. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.